Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms. The alarms took 20 minutes to be cleared. The pump was in an "average indoor temperature" when the alarm occurred. There was no reported impact to the customer's blood glucose level. The customer reverted to using a backup pump to manage diabetes. As the customer did not have the tandem pump at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the temperature alarm was unable to be performed.